Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator has blower temperature high occurrence. The customer reported the device was not in use on patient.

Manufacturer narrative:
Please refer to MFR. Report #:2031642-2016-02759.